Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic during follow up in backup vvi due to event queue overflow. Patient's implantable cardioverter defibrillator (ICD) device was successfully restored. Patient had no symptoms. The patient will continue with regular follow-up.